Event description:
It was reported that the paramedics were called and customer was hospitalized due to high blood glucose. The blood glucose reading at the time of hospitalization was 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive buttons due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and off no power due to button keypad anomaly.